Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vein. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 12atm. However, at second inflation, it was noted that the balloon ruptured within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was good.